Event description:
During the initial implant procedure, there was a decrease in sensing that resulted in under sensing on the device. Repositioning attempts were made, however the under sensing continued. The device was reprogrammed to resolve the event. The patient was stable and there were no consequences.